Manufacturer narrative:
Date of event: unknown, used the first date of the aware month. Investigation summary: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Technical analysis: the complaint component was not returned for analysis, no product analysis could be performed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, there is no evidence that the device was used or handled improperly. Conclusion: an overall investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the patient stating the device did not feel right as a result of migration of the cylinders out of the right corpora body as a result of a weak spot in the corpora into the scrotum. The ipp pump and cylinders where explanted and replaced with a new ipp cylinder and pump and reconnected to the original reservoir. The patient fully recovered following the procedure.